Manufacturer narrative:
The lead was returned with no reported event. As received, only the distal portion of the lead was returned for evaluation. Visual examination found multiple internal insulation abrasions breaching the ring electrode and the right ventricular cable lumens. These internal abrasions were located at 9.5-14.3 and 16.1-16.4 cm from the distal tip breaching the re and the inner coil lumens, as well as 7.7-9.9cm, 12.1-15.2cm and 15.9-16.2 cm from the distal tip breaching the rv and the inner coil lumens. The ring electrode and right ventricular cables etfe coating was not abraded in these regions, two external abrasions were also noted breaching the superior vena cava and ring electrode cable lumens consistent with friction to another device or feature of patient¿s anatomy. These external abrasions were located at 34.0-35.0 cm 39.6-40.2 cm from the distal tip. The ring electrode and superior vena cava cables etfe coating was intact in these regions.

Event description:
This report is to advise of an event observed during analysis.